Event description:
Device 1 of 3. Reference MFR reports: 1627487-2012-02611, 02612. It was reported the pt developed an infection at her lead incision site and her entire scs system was consequently removed. Cultures were allegedly taken; however, the results are currently unk. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.